Event description:
It was reported that the recently implanted pacemaker reported an alert that was detected for right atrial automatic threshold (raat) suspension due to low evoked response (ER). There has not been a successful raat test since implant. Capture cannot be confirmed on the presenting electrogram (egm) due to absence of paced beats. The most recent manual threshold was 0.7v (volts) at 0.4ms (milliseconds) with output fixed at 3.5v. Further review of this ra lead was recommended. This alert will not retrigger until the device is interrogated with a programmer. Received additional information a manual threshold of 2v was obtained in-clinic with an unsuccessful raat test. The presenting egm showed an undersensed atrial signal observed consistently prior to ventricular sensed events. A similar signal was observed on stored atrial tachy response (atr) episodes with farfield r-wave oversensing (ffos) noted. Sensitivity is fixed at 0.75mv (millivolts). Further assessment of the atrial lead was recommended. At this time, the lead and device remain in service. No adverse patient effects were reported. Received additional information the atrial intrinsic amplitude is out of range with trending ranging from 0.6 to 2.6mv (millivolts). The sensitivity is fixed at 0.7mv. There are undersensed small atrial signals observed on stored atrial tachy response (atr) episodes and frequent farfield r-wave oversensing (ffos) noted. At this time, the lead and device remain in service. No adverse patient effects were reported.

Event description:
It was reported that the recently implanted pacemaker reported an alert that was detected for right atrial automatic threshold (raat) suspension due to low evoked response (ER). There has not been a successful raat test since implant. Capture cannot be confirmed on the presenting electrogram (egm) due to absence of paced beats. The most recent manual threshold was 0.7v (volts) at 0.4ms (milliseconds) with output fixed at 3.5v. Further review of this ra lead was recommended. This alert will not retrigger until the device is interrogated with a programmer. Received additional information a manual threshold of 2v was obtained in-clinic with an unsuccessful raat test. The presenting egm showed an undersensed atrial signal observed consistently prior to ventricular sensed events. A similar signal was observed on stored atrial tachy response (atr) episodes with farfield r-wave oversensing (ffos) noted. Sensitivity is fixed at 0.75mv (millivolts). Further assessment of the atrial lead was recommended. At this time, the lead and device remain in service. No adverse patient effects were reported.